Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to low blood glucose of 50mg/dl. The customer was experiencing low blood glucose for the past 4 days. Troubleshooting was performed. The customer stated that she was disconnected during the day, and only connected back to the insulin pump at night, but her glucose kept dropping. The customer's most recent glucose reading was 125mg/dl. The customer stated that the reservoir was showing the same amount of insulin that the status screen shows. The programming, time, and date were correct. During the call found that the customer has been ill for the past week, but her blood glucose was fine. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further information was provided.